Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the patient experienced a tamponade due to perforation and dissection of the coronary sinus. During the implant the catheter and guide catheter were inserted into the coronary sinus, followed by the balloon catheter. The balloon catheter was inflated. The patient then experienced chest discomfort and an echocardiogram was immediately performed. A significant drop in blood pressure was observed and a tamponade was detected. The catheter, guide catheter, and balloon catheter were removed and the patient underwent medical and surgical intervention. The patient was admitted to the intensive care unit. No further patient complications have been reported as a result of this event. It was further reported that the patient was treated with a pericardial puncture to treat the tamponade.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the patient experienced a tamponade due to perforation and dissection of the coronary sinus. During the implant the catheter and guide catheter were inserted into the coronary sinus, followed by the balloon catheter. The balloon catheter was inflated. The patient then experienced chest discomfort and an echocardiogram was immediately performed. A significant drop in blood pressure was observed and a tamponade was detected. The catheter, guide catheter, and balloon catheter were removed and the patient underwent medical and surgical intervention. The patient was admitted to the intensive care unit. No further patient complications have been reported as a result of this event.